Event description:
This patient had a lap gastric band put in late 2007 lot# 12206709. The port has a leak in it. Therefore, surgeon replaced it. Patient had to undergo second surgery to replace the port.